Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a kangaroo e-pump. The customer reports, feed started at 9:50 am on (B)(6) 2013. Feed rate set at 75ml per hour. Volume to be delivered set at 75ml per hour. Volume to be delivered set at 825ml. Flush set at 275ml every 4 hours. Nurse delivered medications at 1:30pm, then cleared the volume post-delivery of medications around 2:00, per facility protocol. Pump and volume appeared normal at this time. At approx. 3:45 pm on (B)(6) 2013, the charge nurse noticed the ready to hang nutrition bottle was empty. He checked the pump and feed rate read 275ml per hour. The volume delivered read 1089ml. Patient was disconnected and he powered the pump down. He then retrieved the nurse in charge of the patient. When he powered the pump back on the pump read 75ml per hour, and the volume delivered read 529ml. The volume to be delivered read 825 ml still. The director of nursing, administrator, and charge nurse then looked in the history settings and were unable to retrieve any history settings until they went back 14 hours in time. The pump was reading 0ml fed and 0ml flushed until 14 hours prior to incident. Nurse obtained residual volume of 549ml from patient¿s stomach. Medical director notified, patient sent to (B)(6) to be evaluated. Patient was admitted on (B)(6) 2013 at approximately 1:00am with primary diagnosis of pneumonia. On (B)(6) 2013, patient is stated as having returned home and is stable.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.